Event description:
It was reported: patient required another revision surgery due to infection and compromised skin condition.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported: patient required another revision surgery due to infection and compromised skin condition.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications, and was sterilized according to procedure. No deviation for a non-conformance could be found. A review of the labeling did not indicate any abnormalities. Infections are often caused by a multitude of factors such as comorbidity of the patient, the trauma, the surgical intervention, and the aftercare. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.